Event description:
Codes update.

Manufacturer narrative:
The customer reported wanting to separate their two backflow issues into two complaints due to cytotoxicity. The first complaint without cytotoxicity, was able to be returned. This complaint, with cytotoxicity in the tubing, was unable to be returned. No sample is available for investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatimit was reported by the customer that they had a second incident of the secondary backflowing into the primary.